Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. Patient medical history was reported to include complex regional pain syndrome (crps). It was reported that the patient had been dissatisfaction with the sensitivity of the battery site since implant. The consumer reported that it stuck out too much. The health care provider (hcp) agreed to revise the pocket. The pocket was moved slightly more right and deeper. No further complications were reported.